Manufacturer narrative:
Electrode belt sn (B)(4) was returned for evaluation at the distributor. The reported problem (code 204 - belt/monitor unusable) has been confirmed. Upon investigation the trunk cable connector was physically damaged and the electrode belt was unable to securely connect to a monitor. The cause of the code 204 was the poor connection between the monitor and electrode belt. The root cause for the damaged connector was physical abuse. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor reported that a patient was receiving service code 204 (belt/monitor unusable).